Event description:
Pt called alleging meter reads clean test area. Pt replaced batteries less than a year ago. Pt has been cleaning the meter properly. Pt went to see the md since their meter was not working, and their blood glucose was taken at the md's office. At the md's office yesterday pt's blood glucose on their meter was 245 mg/dl. Md treated pt with glucose [sic]. Customer service was unable to resolve the issue and sent pt a new meter.